Manufacturer narrative:
Product ID 37761, serial# (B)(4); product type recharger. (B)(4).

Event description:
The patient reported, the connector pin was bent. The green light came on. The implantable neurostimulator (ins) was dead and the patient needed the desktop charger overnighted. The patient had crazy pain. The indication for use was spinal pain. If additional information is received, a follow up report will be sent.